Event description:
It was reported that following an ablation procedure to treat atrial flutter (af) using an lntellanav stablepoint open-lrrigated catheter they found the patient experienced cardiac tamponade. The procedure was completed, and no complications were noted during the procedure. Cardiac tamponade was found after the procedure when the patient exhibited low blood pressure in the recovery department. Pericardial puncture and drainage was performed, and the patient was admitted to the hospital. The physician did not believe the tamponade was due to the stable point catheter (or the steerable sheath), however, the cause of the tamponade could not be determined. The catheter is not expected to be returned as it was disposed of by the site after the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).